Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
A review of the complaints database was conducted, and over the previous six months, no similar complaints were found related to the failure mode involving this part number . No similar complaints were found related to this lot number. A review of the manufacturing and inspection records for this lot was conducted. No deviations or non-conformances were found. One opened sample was returned from the customer for review. A visual inspection was performed on the returned product. The device was tested with the help of the manufacturers syringe for leakage without the purple luer and no leakage was observed. The complaint was not confirmed. No corrective action can be taken at this time since the issue cannot be replicated and also as we are not aware about the mating of device used with the product.

Event description:
The reporter indicated that following a percutaneous nephrostomy procedure, and the patient returning home, the pigtail's white connector hub leaked causing the patient's clothes to become wet. The patient returned to the hospital again to solve the leaked situation. The doctor stated the pigtail leaking issue continued to occur and had already used the purple luer but did not stop the leaking, they had no choice but to replace a new pigtail to solve the problem.